Event description:
An altitude alarm was reported for the pump. There was no adverse impact to the customer¿s blood glucose level. Insulin was initially suspended due to the alarm, and technical support advised the customer to clean the speaker holes and reconnect the cartridge, allowing insulin to resume after waiting. No further issues were noted following these actions, and the pump resumed normal operation. Technical support also provided preventive tips, which the customer acknowledged.